Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: on 9/18/14 black box recorded a ¿no cartridge detected¿ warning following a load step. The pump was exercised for 24 hours at 1 unit/hour with no eaws noted. Checked force sensor calibration, pump was found within calibration at 174. No damage noted to the cartridge piston. Opened pump and inspected force sensor flex; no damage was noted. Unable to duplicate customer complaint. There was no defect found.